Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system's main breaker had tripped, which can impact booting. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the mini-teal was not coming up. To resolve the issue, the fse reconnected the connection at the back of the mini-teal and powered it up. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's main breaker had tripped, which can impact booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.